Event description:
The reporter indiicated that the pt was diagonsed with vocal cord paralysis by an ent. It was reported that the pt got into a fight at school and that their neck was either kicked or stepped on and subsequently developed continuous hoarseness. The pt was seen by ent due to the continuous hoarseness pt developed after the fight. Clinic notes indicated that the pt's vocal cord was bruised. The pt's family member indicated that the pt experienced only mild hoarseness with stimulation prior to the fight.